Event description:
Clinical study. Same case as 6000093-2007-00484, 6000093-2007-00486. It was reported that 393 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Lesion 1 was a 3.0mm, 95% stenosed, 28mm long portion of the mid right coronary artery (mid rca) that was moderately calcified and moderately tortuous. The physician treated the lesion with predilatation and successful placement of 3 taxus express 2 (2.5 x 24mm, 2.75 x 32mm, 2.5 x 24mm) study stents overlapping them by 3mm. Residual stenosis was 10%. Lesion 2 was a 2.5mm, 80% stenosed 14mm long portion of the distal left anterior descending (dist lad) artery. The physician treated the lesion with direct stent placement using a 2.5 x 24mm taxus express2 study stent. Residual stenosis was 0%. There were no reported complications. The pt was discharged the next day on aspirin and plavix. A 393 day post index procedure, angioplasty was performed to the mid rca due to in-stent restenosis and distal edge stenosis. In the opinion of the physician, the relationship to taxus stent was "probable." A non bsc stent was also deployed in the mid lad. In the opinion of the physician, the relationship to the taxus stent was "not related." The patient was discharged 3 days later.